Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high of 525 mg/dl and 493 mg/dl. Troubleshooting steps were guided for high blood glucose and under delivery anomaly. Customer reports they have a back-up plan available. The insulin pump will be returned for analysis.